Event description:
Falsely elevated advia centaur xp ca 19-9 results were obtained on two patient samples and considered discordant when compared to another ca19 -9 test method and the patient's clinical picture. There was no report of adverse health consequences due to the discordant ca19-9 results.

Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown and may be attributed to an interference substance. Further investigation by the customer indicates an interference in the sample pid #(B)(4). The other discordant sample was not available for further testing. The IFU states in the limitation section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."